Event description:
It was reported that a clearlink system continu-flo solution set was leaking from on of the injection ports. An observable dripping was coming from one of the injection ports of the infusion tubing during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1:(B)(4).parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5. Correction to wording and include information omitted on initial report: one hour into the gazyva infusion, the patient reported that the tubing was leaking. This was further described as ¿an observable dripping was coming from one of the injection ports¿ (reported as leaking from on of the injection ports on initial). As a result, the tubing was clamped, the infusion was stopped and the set up was returned to the pharmacy for a replacement tubing. When the new set was available at 1246pm, the gazyva infusion was restarted (omitted on initial). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.